Manufacturer narrative:
Siemens is in process of evaluating the event.the root cause of the issue is unknown.

Event description:
Customer reported multiple falsely low ca++ result on the analyzer compared to lab results. There was no report of serious injury due to this event.

Manufacturer narrative:
Customer had been using off-label venous specimens containing citrate, which is known to bind to calcium which would have the effect of lowering the measureable amount of calcium in the blood and may have a hysteresis effect on the sensor. There is no evidence of catastrophic issue with the rl1265 ica sensor. Instrument is performing as intended.